Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide devices are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The suture of the first proglide device was successfully pre-placed using the pre-close technique. Three additional proglide devices were used and, with all three proglide devices, a cuff miss was noted. The aaa procedure was completed and hemostasis was achieved with the successfully preplaced suture of the first proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.